Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b5, d1, d6a, h6. The reason for the reported revision due to the draining sinus/infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 9 months post initial left total shoulder arthroplasty (tsa), the patient presented with draining sinus from the wound. A debridement, antibiotics and implant retention (dair) procedure was performed and the liner exchanged. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Event description:
As reported, approximately 10 years and 9 months post initial left total shoulder arthroplasty (tsa), the patient presented with draining sinus from the wound. A debridement, antibiotics and implant retention (dair) procedure was performed and the liner exchanged. The event was unrelated to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6) 320-15-01 - eq rev glenoid plate, (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm.